Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip was advanced within the patient after the clip was opened within the atrium it was identified that one of the grippers would not open. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient and a new mitraclip was selected. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.